Event description:
During the investigation of an unrelated complaint, a reportable problem was detected. The power brick connector was damaged on charger/modem (B)(4). The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. Upon evaluation the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.